Manufacturer narrative:
On 22-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. Inserted into the patient's body using the dilator attached to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they inserted the soundstars into vizigo, and performed brockenbrough. After removing the soundstar, blood was confirmed to leak from the hemostatic valve. The vizigo was removed immediately and changed. The procedure continued and ended without problems. This occurred about 20 minutes since inserted into the patient¿s body. The hemostatic valve fell into the hub. The amount of retrograde blood is large enough to leak rattling blood. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. The procedure was completed without patient's consequence. To be more specific on what section broke/separate it was the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The valve was detached into the hub. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was a few drops, but the exact amount is unknown.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. Inserted into the patient's body using the dilator attached to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they inserted the soundstars into vizigo, and performed brockenbrough. After removing the soundstar, blood was confirmed to leak from the hemostatic valve. The vizigo was removed immediately and changed. The procedure continued and ended without problems. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve could not be found. Since the hemostatic valve could not be found for further analysis to determine the root cause of its dislodgment, no more conclusions could be reached. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).